Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states that the wires on the pendant are completely broken, exposing live wires.